Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Only the appearance was checked to prevent infection. No hole was confirmed near the tip of the needle tube. The manufacturing record could not be checked since the lot number could not be confirmed. Based on the experiment to reproduce, omsc presumes that water leaked through the gap between the coils of the sheath under certain conditions. However, the exact cause of the reported event could not be conclusively determined.

Event description:
We received the following report. The aspiration needle was used for biopsy during an endobronchial ultrasound transbronchial needle aspiration. There was a hole near the tip of the needle tube. After the biopsy, when the user applied the pressure the device to extract the specimen, water spurted from the hole and the user's face was splashed with water. The patient had been infected with (B)(6). The intended procedure was completed with another device. There was no injury reported.